Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated the occurrence of the headache was not transient, the headache was severe and multiple medications were tried. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient headache serious¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. The subject device remained inside patient.

Event description:
It was reported that during a follow-up 14 months post a subject flow diverter implantation procedure, the patient experienced with severe, progressive headaches and requiring multiple medications.